Manufacturer narrative:
(B)(4). Technical service engineer (tse) troubleshot this issue with the customer over the phone. The customer found the compressor filter cracked. Filter was replaced and unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator had compressor that turns on and off while in use on a patient. The patient was not harmed or injured as a result of the event.